Event description:
I used fixodent daily from approx (B)(6) 2002 until (B)(6) 2010. I started experiencing tingling and numbness in my right arm on and off about (B)(6) 2010. On (B)(6) 2010, I went to my doctor and he diagnosed me with neuropathy. Dose or amount: denture cream; frequency: 1-2 daily; route: oral. Dates of use: (B)(6) 2002 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.